Event description:
Procedure: lobectomy. After the instrument was fired, bleeding from a part of the staple line of the bronch was noted. Reinforced the staple line with the reinforcement material and manually sutured. No further pt injury reported.